Event description:
It was reported that elevated capture threshold and decreased sensing were observed during routine follow up. The patient was asymptomatic and not pacer-dependent. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.